Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Fse reported that upon arrival, clinical staff confirmed the patient was being prepared for transport to the or for surgery. During attempts to insert the balloon catheter, complications were encountered. While troubleshooting, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. The patient was never successfully connected to the balloon pump and did not receive therapy. The patient's condition deteriorated, resulting in a code event and subsequent death. Device logs were reviewed and confirmed the autofill failure alarm. During service, the module failed the membrane test and all manifold tests. Preliminary diagnostics confirmed failures of the pim test and manifold test. In accordance with the service manual, the pneumatic module interface (pim) was replaced. Following replacement, all pim and manifold tests were successfully completed. The device subsequently passed all performance and safety tests per factory specifications and was returned to service.